Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The clips being fed and loaded into the jaws were already in the closed locked position. Clips were not popping open, as they were essentially locked at some point within the shaft.